Event description:
It was reported that the patient experienced loss of consciousness and had cerebral bleeding and a hemorrhagic stroke. They were admitted to the intensive care unit (ICU) and their anticoagulation was stopped; the treatment did not resolve the situation. A computed topography (CT) scan was done to confirm the infaust prognosis. The CT showed their brain was completely under pressure by the massive hemorrhagic bleeding. The bleeding was concluded to be too big, and the decision was made to stop the pump manually. The patient passed away. No changes to the patient's condition or anticoagulation status were noticed. The outcome was not considered device or therapy related. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.